Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 486 mg/dl with large ketones. Customer also reported the no delivery alarm. Customer was reporting a past event. Customer reported that, the alarm did not occur during manual prime. Customer reported that, the event was resolved by changing complete set infusion and reservoir set. Customer does not have product in question to return. Customer declined troubleshooting of the high blood glucose. The high blood glucose was treated with insulin pump. The insulin pump will not be returned for analysis.